Event description:
Harmonic scalpel was working properly at the beginning of case, however, middle of the case, it stopped working properly and a small piece of the tip was broken off. All pieces were accounted for after the break. No pt harm.